Event description:
It was reported, the hcp suspected the pump was flipped. The doctor could not access the port. The patient was sent in (B)(6) 2013 to have images taken. "Mfas" looked like tear drop. With the apex of the pump at the 6 o¿clock position, the hcp said, the catheter looks to be coming out at 4 o'clock or 5 o'clock, counter clockwise. The tangential view shows the metallic portion pointing inward into the patient¿s body and translucent closest to the skin. The patient was not having symptoms. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8709, lot# j11162r06, implanted: 2002 (B)(6); product type catheter. (B)(4).